Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor wound healing and infection at the implant site. The patient also experienced thickened tissue in the area of the sinus-dura angle/implant bed and a dehiscence of the ear canal. Subsequently, the device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device on (B)(6) 2023.